Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope, an extractor balloon, a truetome, and 2 advanix biliary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) 2021 as part of the (B)(6) clinical study. There were no reported malfunctions associated with the exalt scope, extractor balloon, truetome, or advanix biliary stents. The patient had a medical history of current immunosuppression (pharmacologically induced) due to post-liver transplant, documented biliary or pancreatic stricture, abnormal imaging finding of an anastomotic stricture and "kink" in previously placed non-bsc biliary stent, 2 previous ercps, prior biliary sphincterotomy (major papilla), prior stent placement, and liver transplantation. On (B)(6) 2021, the patient experienced an adverse event of possible cholangitis and a fever with some increase in white count as a symptom of the cholangitis. As a result, the patient was hospitalized on (B)(6) 2021. The fever came down quickly after treatment. The patient was treated with zosyn IV x 2 days; cipro/flagyl as outpatient. Blood cultures were ordered and came back negative. The possible cholangitis was resolved on (B)(6) 2021 and the patient was discharged on (B)(6) 2021. The exalt scope, extractor balloon, truetome, and advanix biliary stents were reported to be unlikely related to the patient's possible cholangitis. The possible cholangitis was reported as possibly related to the ercp.